Manufacturer narrative:
Follow-up #1: date of submission 11-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-apr-2018 with the following findings: during investigation, the pump powered on to a dim and discolored display. Unrelated to the original complaint, there was moisture observed in the battery compartment. Leak test failed due to a crack in the battery compartment starting at the threads to the left side of grip pad down to the seal. Opened pump- no moisture found. Battery compartment is also cracked from case seal traveling to grip pad. A leak was not found at this location.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.